Manufacturer narrative:
Unit passed the functional test, including the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, off no power test, and excessive no delivery test. All operating currents are within specification. Unit was received without belt clip and battery cap, unable to confirm damage. Unit was received with completely broken reservoir tube lip, minor scratched display window, cracked case at display window corner, scratched reservoir tube window, and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the top part of the insulin pump where the reservoir fits was cracked. The black ring fell out. Customer's blood glucose level was 150 mg/dl. The customer experienced a low blood glucose level and treated with glucose tablets. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.